Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped charging their ipg as recommended. Patient had been without stimulation for over two months. Reportedly, external devices would no longer communicate with their ipg. Multiple troubleshooting was not able to resolve the issue. As a result, patient underwent a surgical intervention on (B)(6) 2018, wherein scs ipg was replaced with another model. Effective stimulation was restored post-operatively.